Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing excessive itching, redness, swelling and an abscess had occurred while wearing the pod between 37 and 48 hours. The patient visited their physician - dr märtens at hausarzt bothfeld - and was prescribed iodine cream and another antibiotic cream. The patient's blood glucose level (bgs) rose to 300 mg/dl during this event. The patient placed a new pod to treat bgs. The pod has been discarded.